Event description:
The customer observed a falsely elevated magnesium result for 1 patient while using the architect c8000 analyzer. The customer provided the following results (mmol/l): sid (B)(4): initial 3.70, retest: 0.43, 0.42. No adverse impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, abbott field service evaluation, a search for similar complaints, and a review of labeling. An abbott field service representative completed troubleshooting of the instrument which involved part replacements. The optic errors were resolved once the daq board was replaced. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Information regarding proper centrifugation was provided to the customer, as indicated in the operations manual. Based on the available information no product deficiency of the architect c8000 analyzer, ln 01g06 was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.